Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. The blood glucose reading was not given. The patient took out the battery and installed a new battery but the insulin pump alarmed button error again. The buttons did not work properly. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked belt clip slot and a cracked reservoir tube lip.